Event description:
The pt had two leads implanted with the same lot number. It was reported during a permanent implant procedure, the pt did not seem to be clotting at the occipital lead implant site (off label use). The procedure was extended approximately 1 hour and 15 minutes. The procedure was able to be completed and postoperatively the pt was doing well. The blood loss was not severe enough to warrant a blood transfusion.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.